Event description:
The information provided by local distributor indicates: - hospital name: (B)(6) hospital - surgeon's name: (B)(6) - date of initial surgery: (B)(6) 2024 - body part to which device was applied: left antegrade femur - surgery description: lengthening - patient's information: 18-year-old, male - problem observed during: clinical use on patient/intraoperative - type of problem: device functional problem - extract from the event description: first nail opened was working with the back table test but once it had been implanted into the patient, the motor was not heard with the stethoscope and when selected the option for continuous pulses, no lengthening on xray was observed. The control unit and receiver were connecting so we were concerned it was the motor within the nail that had failed. The nail was removed and checked again on the back table, but no motor could be heard so it was swapped for the additional nail supplied. This second nail worked on the back table and was inserted the same way as the first nail. This time, the motor could be heard once implanted into the patient so normal closure followed. There was some tapping involved with the first and second nail to ensure the correct position before removing the jig. The first nail however, there was some difficulty getting the peg screws in and the surgeon was tapping + twisting the screwdriver simultaneously to get the peg screw through the bone. There is some speculation as to whether this may have affected the motor in the nail after it had worked on the back table. The complaint report form also indicated: - the device failure had no adverse effects on patient - the initial surgery was not completed with the device - a replacement device of the same model was immediately available to complete surgery - the event led to a delay in the duration of the surgical procedure: 1 hour - an additional surgery was not required - a medical intervention (outpatient clinic) was not required - copy of operative reports is not available - copy of x-ray images is not available - patient's current health condition: patient well following procedure. On 21 february 2024, orthofix srl received the following additional information: -only the nail was swapped. The control set was not changed and has now gone home with the patient and all is working well. -the implanted nail is working successfully and the motor can be heard when connected. Orthofix srl ref: (B)(4) distributor ref: (B)(4).

Manufacturer narrative:
On february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. Technical evaluation the returned nail, received on 13 march 2024, was examined by orthofix quality operations department. The device wase subjected to visual, dimensional, and functional check as per orthofix specification. The visual check evidenced as follows: -presence of scratches along device axis. -drilling signs in correspondence of the proximal holes. -damage of the bipolar connector. It is not possible to determine if the damage was caused during implantation and/or removal. The dimensional check confirmed that the nail was slightly distracted, likely during the back-table test before implantation. No anomalies were detected. In the functional check the following parameters were measured: -absorbed current measurement with no load: not conforming to acceptance criteria. The value detected suggests an electrical open circuit. -resistance measurement: not conforming to acceptance criteria. The value detected implies an electrical open circuit. The bipolar connector has been cut in several positions. The electrical open circuit was confirmed. The nail then has been sawed, to check the resistance/absorbed current at the gearmotor poles. The open circuit was confirmed, suggesting that the damage occurred in the motor. Final comments the analysis performed on the returned device evidenced that the nail is not functioning according to set specifications as there is an electrical open circuit likely due to windings breakage inside the motor. This was also confirmed by the resistance check. The visual inspection showed that the bipolar connector was significantly damaged. However, it is not possible to determine at which extent the damage was caused by tapping on nail during application. As it was confirmed that the nail worked properly on back-table test, it is possible that hits/impacts on nail during insertion have affected the motor, leading to the failure of the implant. The production records from wittenstein intens gmbh, related to current absorption and resistance, as well as performances under load with the application of defined voltage, which were conformal to acceptance criteria, lead to conclude that the device was initially conforming to specifications. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: - hospital name: (B)(6) - surgeon's name: (B)(6) - date of initial surgery: (B)(6) 2024 - body part to which device was applied: left antegrade femur - surgery description: lengthening - patient's information: 18-year-old, male - problem observed during: clinical use on patient/intraoperative - type of problem: device functional problem - extract from the event description: first nail opened was working with the back table test but once it had been implanted into the patient, the motor was not heard with the stethoscope and when selected the option for continuous pulses, no lengthening on xray was observed. The control unit and receiver were connecting so we were concerned it was the motor within the nail that had failed. The nail was removed and checked again on the back table, but no motor could be heard so it was swapped for the additional nail supplied. This second nail worked on the back table and was inserted the same way as the first nail. This time, the motor could be heard once implanted into the patient so normal closure followed. There was some tapping involved with the first and second nail to ensure the correct position before removing the jig. The first nail however, there was some difficulty getting the peg screws in and the surgeon was tapping + twisting the screwdriver simultaneously to get the peg screw through the bone. There is some speculation as to whether this may have affected the motor in the nail after it had worked on the back table. The complaint report form also indicated: - the device failure had no adverse effects on patient - the initial surgery was not completed with the device - a replacement device of the same model was immediately available to complete surgery - the event led to a delay in the duration of the surgical procedure: 1 hour - an additional surgery was not required - a medical intervention (outpatient clinic) was not required - copy of operative reports is not available - copy of x-ray images is not available - patient's current health condition: patient well following procedure. On (B)(6) 2024, orthofix srl received the following additional information: -only the nail was swapped. The control set was not changed and has now gone home with the patient and all is working well. -the implanted nail is working successfully and the motor can be heard when connected. Orthofix srl ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
On (B)(6)2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. Technical evaluation the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.